Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen needle 32x4 asia was blocked during use. This occurred on 22 occasions. The following information was provided by the initial reporter: blocked needles. This user is continuing to experienced blocked pen needles when injecting his insulin.

Event description:
It was reported that pen needle 32x4 asia was blocked during use. This occurred on 22 occasions. The following information was provided by the initial reporter: blocked needles. This user is continuing to experienced blocked pen needles when injecting his insulin.

Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.